Event description:
It was reported by service report that during preventative maintenance an issue was found. It is unknown if there was patient involvement or if there are adverse consequences to report.

Manufacturer narrative:
Results: jack screws.